Event description:
It was reported that during a radical prostatectomy procedure, the tissue pad was loose. Error code 5 was indicated. Another device was used to complete the case. There was no adverse consequence to the pt.